Event description:
While providing pt support, the bvs console went into emergency system operation. The footpump was used and then a backup console. There was no impact to the pt. Field svc examined the unit on-site. After pressing on a pcb and cable, the console worked properly. The problem could then not be reproduced.